Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving fentanyl (10 mcg/ml; dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. The patient's other medication were unable to be obtained by the reporter. The patient's medical history was chronic low back pain. On (B)(6) 2016 it was reported that the patient had decreasing pain relief over approximately two months. There were no environmental/external/patient factors that may have led or contributed to the issue noted by the patient. On (B)(6) 2016, the expected refill volume was 6 ml; the actual volume was 16 ml. Previous volumes were off as well with residual volumes high. A dye study was attempted, but they were unable to aspirate the catheter, so no dye was injected. A catheter issue was suspected. The issue was not resolved. The patient status was reported at "alive - no injury". The plan was for a catheter revision and possible pump replacement; no date had been set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.